Event description:
It was reported that during a laparoscopic colon resection, the stapler started to fire then stopped. When they removed the stapler he looked at the reload and noticed that some staples were sticking out. The surgeon used the manual override to remove the device. They then used another like device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? Sigmoid vessels. At what location on the tissue? Meso colon. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Don't know. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Third. What color cartridge was being used? White. What other color cartridges were used before and after this event? Green & blue. Was buttressing material utilized? If so, which product? None. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Not sure. Was there any difficulty removing the device from the tissue? The surgeon used the manual override to remove the device. Is there any other additional information you would like to share about this device or procedure? No. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.